Manufacturer narrative:
With all the available information, boston scientific concludes the lead was subjected to and passed all returned product testing. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The returned lead was subjected to an passed all returned product testing. The lead was determined to have met specification.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to exhibited high out of range pacing impedance measurements. This lead was subsequently removed and replaced prior to wound closure. This lead was then returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to exhibited high out of range pacing impedance measurements. This lead was subsequently removed and replaced prior to wound closure. This lead is expected to be returned for analysis. No adverse patient effects were reported.